Manufacturer narrative:
Date sent to the FDA: 12/9/2021.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-17122018-0000277351 submitted for adverse event which occurred on (B)(6) 2007.  Mwr-17122018-0000277352 submitted for adverse event which occurred on (B)(6) 2018.  Mwr-17122018-0000277353 submitted for adverse event which occurred on (B)(6) 2018.  In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent inguinal hernia repair surgery on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent a right groin exploration and excision of scar on (B)(6) 2007 during which granulation tissue was noted in the area, which was excised, including a portion of the mesh. It was reported that the patient underwent additional mesh revision surgeries on (B)(6) 2018 and (B)(6) 2018. It was reported that the patient experienced severe pain and increasing inflammation.